Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/19/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of additional maude event report mw 5058398.

Event description:
It was reported that the patient underwent an inguinal hernia repair procedure on (B)(6) 2007 and mesh was implanted. After the procedure, the patient woke up in excruciating pain. Six months later, the patient underwent a partial mesh removal due to it was balling up. The patient had more mesh removal two years ago and underwent a mesh removal on (B)(6) 2013. The patient experienced chronic pain since the day the mesh was put in. It was also reported that the patient tried to get a relief from the pain. Additional information has been requested.